Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38 despite multiple manual restarts and a prior full supply change, during which the user experienced hyperglycemia with blood glucose reported over 400 and prolonged time above range, and the caregiver administered a manual injection; the user also connected a new dexcom g7. Symptoms included no reported clinical manifestations. Outcomes included the need for caregiver assistance and disruption of usual therapy, with no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, including restart attempts and follow-up outreach. Investigation of this case revealed a persistent alarm condition with unclear origin and no confirmed component failure, with insulin delivery interruption reported by the caregiver. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to a specific device or user factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.